Manufacturer narrative:
Event summary: data file analysis showed at least eight injections were performed with non-returned catheter 2af284 / 29910-47 without any issue. In conclusion, investigation could not be completed due to the product not being returned. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a cryoablation procedure while the sheath was being advanced into the left atrium, air was confirmed to be leaking from the sheath. The sheath was replaced and the procedure was completed successfully. No patient complications have been reported as a result of this event.